Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device analysis: visual analysis of the returned device noted "1 empty syringe of 0.55ml received without cap nor needle. No defect observed." A review of the device history record has been completed. No deviations or non-conformances noted device labeling: precautions: ¿ juvéderm volbella® xc injectable gel is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. ¿ juvéderm volbella® xc injectable gel is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: ¿if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. How supplied: ¿juvéderm volbella® xc injectable gel is supplied in individual treatment syringes with 30-g needles for single-patient use and ready for injection (implantation). The volume in each syringe is as stated on the syringe label and on the carton. The contents of the syringe are sterile and non-pyrogenic. Do not resterilize. Do not use if package is opened or damaged.

Event description:
Healthcare professional reported during injection with juvéderm volbella® xc "hub of the needle crack" and the product was lost. Patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.